Event description:
Ambulance personnel were monitoring a pt with a lifepak 12 defibrillator/monitor while transporting a pt to a hospital. According to the reporter the device intermittently displayed excessive artifact. Proper operation was observed when the 3 lead pt cable was replaced. No adverse affects to the pt were reported as a result of the alleged malfunction.